Event description:
It was reported that during an orif right ankle fx procedure that the lag screw drill broke. K-wires and 3.5 non-locking screws were used with power. Per the rep in the case, "the lag screw drill came in contact with a screw from the medial mal plate. No resistance was felt." The case was completed successfully, but with fragments of the broken drill left in the patient's bone. The broken drill was returned and evaluated by engineering. Visual inspection of the drill confirmed that it had a gross fracture at the cutting tip. Since the drill hit a previously placed screw, the most likely root cause of the event was due to user error.